Event description:
Received information that an 840 ventilator had a cracked oxygen (o2) sensor. Device was not being used on a patient when event occurred. Covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the o2 sensor. Device passed all tests.

Manufacturer narrative:
(B)(4).